Event description:
During a robotic pyeloplasty case, suction irrigation was requested and set up. A suction irrigation device was opened and a 500ml of 0.9% normal saline was spiked and hung for use. Few hours into the procedure, anesthesia crna [certified registered nurse anesthetist] noted a brown liquid dripping from the suction device, circulator immediately disconnected saline bag upon notification. At the time of incision closure, the circulator notified attending physician, reassessed the device and noted that the fluid appeared to originate primarily from the battery compartment area. The device was opened for inspection. Saline was identified within the compartment and the batteries appeared brown and corroded, consistent with fluid exposure.